Event description:
It was reported to philips that the device was in need of repair for unknown issues. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the device was failing testing. The device needs a high voltage capacitor and a therapy pca. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The high voltage capacitor and therapy pca were replaced. The device meets the specification for the performed service and is returned to use.